Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The initial clot location was in the left anterior cerebral artery (aca), the left distal internal carotid artery (ica) and the left m2 and m3 middle cerebral artery. Mechanical thrombectomy of the left aca and distal ica was successfully performed with the first pass of the first retrieval device (the subject device). Four more passes initially with the subject device and then with the second retrieval device were made to remove the clot from the m2 and m3 mca. During the procedure partial revascularization of the left ica was achieved. The left aca was completely revascularized with partial revascularization of the left mca. However, post procedure imaging demonstrated ¿some contrast staining or possibly bleeding.¿ the physician stated that it was a reperfusion bleed. The patient condition continued to decline and four days post procedure the patient died. The primary cause of death was neurological decline. The physician stated that the reported reperfusion bleed was related to the procedure but not related to the use of retrieval devices.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot location was in the left anterior cerebral artery (aca), the left distal internal carotid artery (ica) and the left m2 and m3 middle cerebral artery. Mechanical thrombectomy of the left aca and distal ica was successfully performed with the first pass of the first retrieval device (the subject device). Four more passes initially with the subject device and then with the second retrieval device were made to remove the clot from the m2 and m3 mca. During the procedure partial revascularization of the left ica was achieved. The left aca was completely revascularized with partial revascularization of the left mca. However, post procedure imaging demonstrated ¿some contrast staining or possibly bleeding.¿ the physician stated that it was a reperfusion bleed. The patient condition continued to decline and four days post procedure the patient died. The primary cause of death was neurological decline. The physician stated that the reported reperfusion bleed was related to the procedure but not related to the use of retrieval devices.